Manufacturer narrative:
Additional information was added to d9, g3, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, downstream occlusion alarm was not reproduced. The device was tested for downstream occlusion detection and it passed. A review of the event history log was completed and in the last days of customer use, multiple occurrences of "downstream occlusion!" Alarms were observed, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion during testing. There was no patient involvement. No additional information is available.